Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative contained rupture of the right internal iliac artery aneurysm, an infra-renal abdominal aortic aneurysm, a left renal artery aneurysm, and occlusion of the branch vessels from the right side. The operative report stated that the patient had previously presented with very complex clinical problems. It was reported that the patient presented emergently, the physician was performing the cut-downs, and the patient's right internal aneurysm completely ruptured and the patient lost pulse. The physician inflated an occlusion balloon above the renal artery to keep the patient alive. The stent grafts were successfully implanted and the patient was sent to recovery. It was reported that the following day the patient had an atheroemboli into the sma and was removed from life support. The patient expired the same day.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operative rupture); incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operative rupture); operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).